Manufacturer narrative:
The investigation for the delivery issue has been completed. Product was not returned for investigation. As per clinical, doctor were unable to load .018 wire through red cheater and red lumen reported to be defective. The cause of the delivery issue was most likely red lumen issue although the red lumen issue is unknown. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp easy guide lumen was defective. The wire was unable to feed through the pump; therefore, another device was successfully used.